Manufacturer narrative:
The pad device was installed on (B)(4) 2010 and operated successfully until (B)(4) 2010. On the (B)(4) 2011 the device failed its weekly self test due to a low battery. The temp at the time was sub zero. The device failed another self test on (B)(4) 2011 for a low battery and the temp was again low. The device was left in fault mode from (B)(4) 2011 until (B)(4) 2012. No fault was found with the returned pad device or pad-paks. The low battery warnings were caused by the early depletion of the battery due to the device being stored in a location where it was not adequately protected from adverse environmental elements. The depletion was also exacerbated by the device being left in fault mode. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. This device malfunctioned because the status indicator was not illuminated or flashing and the device was emitting the "device service required" warning prompt. A device emitting this warning message has identified a fault with the device and if left undetected could result in the failure of the device to deliver therapy if required.